Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned vascular emergency procedure which was completed as planned due to it happens after patient was treated. A philips field service engineer (fse) identified that the threaded sleeve has been pulled out on the middle cover. The fse reattached the cover with 2 components glue. After that, the system was returned in good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm cover fell down at the end of an examination. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint. Feedback type: technical issue. Other details: submitter email: (B)(6). Cfm form received date (outlook email received date): on (B)(6) 2024. Main reason (q3): cover parts of the c fell down at the end of an examination, this could have resulted in harm to patient and user. Impact issue (q8): customer stopped working at the system. Usage of device (q9): at the end of an examination. Clinical use (q10): yes. Follow up clinical use 1 (q11): yes. Follow up clinical use 2 (q12): continued. Frequency of occurrence (q13): only once (1). Impact to the patient (q14_1): no impact reported. Actions to resolve (q15_1): a fse visit, photos and answering cfm questiont is requested. Reason for delay (q62_1):